Manufacturer narrative:
(B)(4).

Event description:
During an unknown procedure utilizing the tfcc fast fix kit, it was reported that the 2nd t anchor would not deploy from the device. The doctor bent the needle on the device, potentially due to not getting adequate distraction on the ulnar joint prior to device insertion. The 1st t anchor deployed properly, and was left within the patient's joint. No operative or post-op complications were reported for the patient.